Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was in the 500s mg/dl. After each alarm, the pump supplies were changed and a correction bolus was delivered to address the bg level. After the current occlusion, the customer's bg level was 538 mg/dl. A pump system check was performed using the current supplies on the pump and the occlusion appeared to be within the infusion set tubing. Reportedly, the customer had been using apidra insulin in the cartridge. Tandem technical support informed the customer that apidra was not labeled for use with the pump. The contact acknowledged the information.